Event description:
During follow-up, lost of capture and sensing was noted on the right ventricular (rv) lead due to dislodgement. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of loss of capture and loss of sensing were not confirmed. The lead was returned with the helix retracted and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix could be extended and retracted. The full helix extension length measured within specifications. Visual inspection of the lead found no anomalies.